Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was a little hard for patient services to understand clearly during the call but the following was reported. The patient stated that their ins had to be adjusted as they had been having pain going on for a little bit and it had just gotten ¿kind of worse¿. The patient stated that they fell back in march and it triggered everything. The patient stated that they were kind of level and then when they fell it kind of triggered everything again so the pain had gotten worse. The patient state that they were going through therapy and that maybe the ins was pressing against a nerve so the patient was scheduled for an MRI. However, they stated that insurance was giving them a hard time right now. Th ep stated that they took medication, but right now it was not really working so they had to get the ins adjusted. A fall could be related to the issue. The event occurred in (B)(6) 2019. Additional information was received the next day from the patient reporting poor coupling with recharging. They reported that they fell back in march and ever since then they had trouble with poor coupling. They mentioned it had been ¿doing it a while back¿ then they got a ¿new battery pack thing where you charge it, with the cord on it,¿ so it was working then started doing it again and they had been dealing with it for the past three to four months. The patient stated that there would be 0, maybe 2 bars filled in every once in a while so they would keep moving the antenna until the boxes filled and they put something behind the paddle. The patient stated that after their fall they did an x-ray to check the ins and they stated that it looked ok. The patient stated that they were going in for another because the fall was almost a year ago and they were still having coupling issues. On the call patient services had the patient reposition the antenna over the ins and use the antenna locate (al) feature. It was reported that the al feature resolved the issue and the patient was able to get 6 bars filled in after using it during the call. However, the patient mentioned that ever since their fall they had issues. It was reviewed that the patient could follow-up with their healthcare provider (hcp) to check on the ins. It was also reported that the patient stated there was no lightning bolt in the ins icon indicating that the patient¿s ins was off and they tried pressing the stimulation on button on the recharger prior to and during the call, but the stimulation did not turn on. The patient however, also mentioned that the ins battery was low because they had not charged in a few days. When the patient used their patient programmer to connect to the ins, the ¿charge your neurostimulator battery screen¿ came up. It was reviewed that the ins battery level effects whether or not stimulation can be turned on or not. The event occurred since (B)(6) 2019. The patient also noted again that they had pain ever since their fall and they were reprogrammed due to the pain. During this call, the patient stated that the pain from the fall had gotten worse the past three to four months and a rep reprogrammed them on (B)(6) 2019. They mentioned that they had been going to therapy for the pain, which they started going to on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported there is no new information at this time. The patient is now scheduled for a follow up with dr. (B)(6) on (B)(6) to review their new MRI. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the result of the patient's MRI was clear. There are no new neuro issues. Patient received an injection and her pain has subsided. She is having a pocket revision and a battery replacement in response to the pain at the battery site, although after the injection the pain is significantly reduced. The patients stim issues were resolved once the patient was fully charged again. Patient weight is unknown. No further complications were reported or anticipated.